Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported that during preventive maintenance testing the device alarmed with error code 11/004/034 (less than 2.0 volts measured on the lithium battery input). There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.